Event description:
Healthcare professional reported right side "deflation". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Healthcare professional later reported on rga "tissue found within the valve" and "radial tear". Device has been explanted and replaced.

Manufacturer narrative:
Clarification to b3. Date of event: end of may 2025.

Event description:
Healthcare professional reported "deflation". Healthcare professional reported on rga "tissue found within the valve" and "radial tear". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ particles in valve: observed. As per the investigation procedure, creases, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.